Event description:
Health care provider reported the patient presented to clinic with withdrawal symptoms. The pump reservoir was accessed and the actual reservoir volume (arv) aspirated was 0 ml, the expected reservoir volume (erv) was 8.9ml. The pump reservoir was refilled and the hcp programmed a priming bolus of 0.37ml over 23 minutes to fill the pump tubing and intrathecal catheter back up with drug. Following the programming, the hcp called the manufacturer's technical services department and was instructed to stop the priming bolus immediately as the old drug volume still remained inside the pump tubing and intrathecal catheter. The priming bolus infused for approximately 18 minutes and a bolus of drug was given to the patient. Follow up information received from the hcp on 01/30/2007, reported the patient was hospitalized overnight for observation and was reported to currently be home and in stable condition. A follow up report will be sent if new information is received. Refer to manufacturer report #2182207200700632.